Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions revealed that the right atrial (ra) lead had low impedance measurement. No intervention was performed and the patient had no adverse consequences.